Event description:
It was reported while using bd vacutainer® k3e 7.2mg plus blood collection tubes there was tube push off seen with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 20-feb-2025. Investigation summary: bd received three samples for investigation. The returned samples were investigated and used in a functional test where no tube push off was observed. Additionally, ten retained samples were used in a similar functional test, and none of these tubes were pushed off the needles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e 7.2mg plus blood collection tubes there was tube push off seen with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.